Event description:
Event description guidant received information that from the patient implanted with this implantable cardioverter defibrillator (ICD) that he went to the emergency room. He was referred to a clinic where the device was then adjusted. He has since been evaluated and everthing is now ok.

Event description:
Boston scientific crm received information that from the patient implanted with this implantable cardioverter defibrillator (ICD) that he went to the emergency room. He was referred to a clinic where the device was then adjusted. He has since been evaluated and everything is now ok. Additional information regarding the patient's symptoms and the device reprogramming is not available. Subsequent information indicates that this device was explanted and returned for an unknown reason.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had a compromised low voltage capacitor that did not meet design specification. Despite this compromised capacitor, current leakage was not sufficient to adversely impact device longevity. Normal pacing, sensing, and defibrillation therapy functions were verified during testing.